Event description:
The customer reported that the system would not boot up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed on onsite investigation. The following components were replaced: the cpu, backplane, video controller, system interface, display adaptor, image processor, hard drive and lemo connector. Also, the system software was reloaded. The system was then found to be operating as intended.